Event description:
It has been reported the pt has been experiencing difficulties using the charging system. The pt reported the charger flashes yellow. In an effort to address the issue, a replacement charging system has been sent to the pt. Attempts to obtain additional information regarding the pt's condition and/or device status have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.